Event description:
It was reported that an alert/notification settings issue occurred. The patient described an event that took place between the evening of (B)(6) 2026, and the morning of (B)(6) 2026. During this period, her cgm did not produce any audible alerts despite her glucose levels rising. The receiver was placed on a table and did not alarm. On (B)(6) 2026, the patient¿s husband was unable to reach her. A neighbor subsequently found the patient unresponsive and called 911. Emergency medical services forced entry into the home, assisted the patient, and transported her to the hospital. The patient was unsure whether ems provided any treatment other than possibly administering intravenous fluids. At the hospital, the patient required airway support and was placed in a medically induced coma for approximately three days. She reported no recollection of her glucose readings or specific treatments received while in the ICU. The patient remained hospitalized for nine days and had returned home the night before contacting dexcom. At the time of the report, the patient stated she was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0750 ventilator dependent / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.